Event description:
Related manufacturer reference number: 2017865-2023-19310. It was reported that the patient presented in clinic for a follow up. An x-ray revealed dislodgement due t twiddlers on the right ventricular (rv) lead and atrial (ra) lead. Device interrogation revealed loss of capture on the rv lead. The physician elected to explant and replace the ra lead and reposition the rv lead. The patient was in stable condition.